Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 2018006. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii y prn/ec slm experienced a missing prn. The following information was provided by the initial reporter: in the morning, the patient was prepared for the patient with a puncture indwelling needle for rehydration therapy. As soon as the package was opened, it was found that the indwelling needle had no heparin cap, and the indwelling needle was immediately given a new puncture treatment.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii y prn/ec slm experienced a missing prn. The following information was provided by the initial reporter: in the morning, the patient was prepared for the patient with a puncture indwelling needle for rehydration therapy. As soon as the package was opened, it was found that the indwelling needle had no heparin cap, and the indwelling needle was immediately given a new puncture treatment.